Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted as six ventricular non sustained tachycardia <=210 ms occurred between (B)(4)-2011 08:37:08 and (B)(4)-2011 13:42:45.

Event description:
It was reported that t-wave oversensing was seen and has been a chronic issue. The lead was capped and replaced. No patient complications have been reported as a result of this event.